Event description:
A customer reported an s8-3t transducer produced poor image quality. The procedure in progress was completed successfully. There was no injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported an s8-3t transducer producing poor image quality. The probe will be evaluated upon its return and those results will be submitted in a follow up report.